Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction stemmed from drawer failure. A field service engineer reseated row board cable at drawer control board and at all cubie trays to address the issue. Additionally, preventative maintenance was conducted on the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported the bd pyxis¿ medstation¿ es auxiliary encountered a failure of the full-height cubie drawer. The customer indicated that after turning off the machine and disconnecting and reconnecting the drawer cable, the individual pockets stopped failing. However, the entire drawer continued to malfunction. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.